Event description:
It was reported "per critical care hcp: the extension piece broke from the luer lock ending and disconnected from the patient¿s IV catheter hub portion." Add info rcvd: date of occurrence: august 1st. Placement date: (B)(6) 2021. Explant date: we removed after the tubing broke in (B)(6) 2021. Was there any blood exposure: lingering blood in the tubing and minimal at the insertion site. Was there patient harm reported?: none at this time.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a detached hub is confirmed and was determined to be manufacturing related. One extension set was returned for evaluation. An initial visual observation showed use residue on the returned sample. The distal luer hub was found to be missing. A ring of what appears to be adhesive was observed just proximal to the distal end of the tubing. A microscopic observation revealed little to no adhesive on the distal end of the tubing, distal to the ring of adhesive. Striations were observed on the distal end of the tubing, which was found to be flat and somewhat polished, suggesting it was the manufactured end of the tubing. The investigation was forwarded to the manufacturing facility for further evaluation, and bd is working closely with the manufacturing facility to prevent recurrence of the reported event. H3 other text : evaluation findings are in section h.11.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of jufr2957 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "per critical care hcp: the extension piece broke from the luer lock ending and disconnected from the patient¿s IV catheter hub portion." Add info rcvd: 08/18/2021: date of occurrence: august 1st. Placement date: july 31st. Explant date: we removed after the tubing broke in 8/1/21. Was there any blood exposure: lingering blood in the tubing and minimal at the insertion site. Was there patient harm reported?: none at this time.